Event description:
Medical record reviewed 1/21/99. Pt having left subclavian quinton catheter placement, removal of old quinton catheter and thoracoscopic evaluation of hemothorax. During surgery staple cartridge released from the handpiece. No injury to pt.